Event description:
The reporter contacted animas on (B)(6) 2013, alleging all keypad buttons were unresponsive. The reporter noted the audio bolus button was torn and observed moisture behind the display screen. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A hole was observed in the bolus button cover. A leak test was performed and a bolus button leak was detected. All of the pump keypad buttons responded appropriately; the unresponsive keypad buttons were not duplicated. The keypad cover was removed and no contamination or evidence of moisture was found under any of the key contacts. The visible moisture behind the display lens was not duplicated; no moisture was visible. The pump case was opened and moisture residue was found on the display lens and internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.